Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with mobile application (unknown phone, unknown os). The customer reported the low glucose alarm failed to sound and they were disoriented, weak, and lost consciousness. An ambulance was called and the customer treated with nasal glucose spray for hypoglycemia. The customer stated they were monitored until glucose rose to 5 mmol/l. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device, with mobile application (unknown phone, unknown os). The customer reported the low glucose alarm failed to sound and they were disoriented, weak, and lost consciousness. An ambulance was called and the customer treated with nasal glucose spray for hypoglycemia. The customer stated they were monitored until glucose rose to 5 mmol/l. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered in event is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.